Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead revealed a deformation of the lead body in the region of the suture sleeve. In that region damages of the insulation were observed. Based on the symptoms, it is reasonable to assume that these damages resulted from a tight suture. In the course of the visual inspection, slight damages of the steroid collar at the lead tip were found which occurred most likely during surgery. In addition, signs of abrasion were found along the lead body. The insulation was intact. In summary, a deformation of the lead body in the region of the suture sleeve was observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because it was undersensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.